Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.